Event description:
A malfunction alarm was reported with code malf 9 and fault ID 0x20f1, but there were no notable prior events. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with pump reset information and assisted in resetting the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to call back if any further issues arise.